Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor and unexplained beeps or alarms. Customer blood glucose reading was 287 mg/dl. Troubleshooting was not performed . Customer also reported failed battery and scratch on the insulin pump. The insulin pump will be returned for analysis.